Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: unknown concomitant medical products: unknown. Note: this complaint was created to reflect a device that was received with the complaint reported under manufacturer¿s reference number 1645337-2019-26055. However, it did not match the affected device lot number. Therefore, it will be reported as a blind device. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2019, artoura breast tissue expander 475cc was received by the mentor failure analysis lab with no accompanying information. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, it will be conservatively reported to FDA as an event requiring medical device removal from a patient.

Manufacturer narrative:
On 02/21/2020, during visual inspection of the device it was observed with no apparent damage. Leak testing revealed a tear measuring approximately less than 0.1 cm in the anterior view. Microscopic examination was performed and the cause of the rupture could not be identified. Complaint could not be confirmed since there is no event to compare with. At this point, is not possible to determine a root cause of such damage. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/21/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).